Manufacturer narrative:
The report indicated that the patient present with a headache one day after undergoing treatment of a small aneurysm located in the acom/right a2 that was treated with one enterprise stent and one deltapaq coil. Additionally, a CT scan showed a new small right intraparenchymal hemorrhage (iph) located in the temporoparietal lobe. During the index procedure, an enterprise stent, and a galaxy 2.5mmx2.5cm complex soft detachable micro coil (640cx2525/16108645) were initially used, but the coil protruded into the parent artery and was not implanted. Instead a 2.5mmx6cm deltapaq detachable coil was used to treat the patient¿s wide neck unruptured aneurysm located in the acom/right a2 junction. Also, the day after the patient was treated, the patient had a hemorrhage, but the hemorrhage was not related to the implanted devices. Additionally, the patient has a history of headaches and family history of subarachnoid hemorrhages. One stent was placed. The first stent was opened but was dropped. It was not possible to determine which enterprise accidentally dropped, and it was the stent that was accidentally ejected from the device during had-off. There is no new information or any additional information regarding the event. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lots 10335370/ 10414054. The device history records review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lots. The history records indicate these products were final inspected and tested at lake region medical and were determined to be acceptable. As outlined in the instructions for use, the enterprise vrd¿s were intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms. Based on the limited available procedural information pertaining to the reported coil protrusion into the parent vessel and without procedural images, no conclusion can be made regarding possible contributing procedural factors or relationship the devices, or to which devices. With review of the provided information, there is no indication of any device malfunctions or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple devices reported for this complaint (B)(6).

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This report is for one of three products associate with (B)(4).

Event description:
The report indicated that the patient present with a headache one day after undergoing treatment of a small aneurysm located in the acom/right a2 that was treated with one enterprise stent and one deltapaq coil. Additionally, a CT scan showed a new small right intraparenchymal hemorrhage (iph) located in the temporoparietal lobe. During the index procedure, an enterprise stent, and a galaxy 2.5mmx2.5cm complex soft detachable micro coil (640cx2525/16108645) were initially used, but the coil protruded into the parent artery and was not implanted. Instead a 2.5mmx6cm deltapaq detachable coil was used to treat the patient¿s wide neck unruptured aneurysm located in the acom/right a2 junction. Also, the day after the patient was treated, the patient had a hemorrhage, but the hemorrhage was not related to the implanted devices. Additionally, the patient has a history of headaches and family history of subarachnoid hemorrhages. One stent was placed. The first stent was opened but was dropped. It was not possible to determine which enterprise accidentally dropped, and it was the stent that was accidentally ejected from the device during had-off. There is no new information or any additional information regarding the event.